Event description:
A high reading issue was reported with use of the adc device. The customer received an unspecified high sensor scan result and as a result, experienced symptoms described as "shaking, felt cold." Customer was unable to self-treat and required third-party intervention by mother who provided something sweet as treatment to raise glucose levels. No further information was provided. There was no report of death or permanent impairment associated with this event. The results/comparison readings when plotted on a parkes error grid fall into the c zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is based on the customer's report of "about a week ago". All pertinent information available to abbott diabetes care has been submitted.